Event description:
See initial report.

Manufacturer narrative:
H10: the affected part was returned to manufacturer for a detailed investigation. The investigator could not reproduce the reported issue. Upon troubleshooting, the green plug #73-300-167 was replaced due to the presence of rust. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Complaints database analysis revealed that no similar event on this device occurred since its installation in 2012. No information was available regarding the error code of the gas blender or the set value used by the user of the fio2 when this error message was triggered. According to device instructions for use, the operation of the gas blender must follow a performance curve, which indicates the possible minimum gas flow dependent on the fio2 and the limits of operation (2% of the final value) of the respective gas blender, so that the set value combination selected operates above the established curve. Considering that both the error code of the gas blender and the selected value of fio2 by the user remains unknown, it cannot be ruled out that the most likely root cause of the reported event has to be traced back to the user, where the set value of fio2 and the desired flow was found below the performance curve, in disagreement with instructions for use (calibration issue).

Manufacturer narrative:
H.10: the device has not yet been returned at the manufacturer site. However, based on similar complaints investigation, the most likely root cause is a defective mass flow controller. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The device will be returned to the manufacturer site for repair. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system triggered an error message associated to the blender module defective when the air + o2 flow is reduced from 5 l/min to 1.4-1.3 l/min during a procedure. There was no report of patient injury.